Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) screen was flickering. There was no patient involvement.the fse that encountered the issue removed the screen and cleaned the screen's power connector. The cord was reconnected and returned to working order. The safety disk was due for replacement, but was does not appear to have been replaced. All functional and safety checks were performed to factory specifications.